Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the liner insert 50/32 for pinnacle was damaged. Patient was operated 2 years ago. The patient was re-operated and the doctor said it was metal to metal contact with metalysis. The edge of the insert was ruptured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: liner insert 50/32 for pinnacle was damaged. Patient operated 2 years ago at (hospital name removed). The patient was reoperated today att (hospital name removed) and the doctor said it was metal to metal contact with metalysis. He told med that the edge of the insert was ruptered. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did found that the altrx neut 32idx50od shows signs of fracture. Furthermore the rim of the altrx neut 32idx50od has 3 out of the 6 anti-rotation device (ard) tabs sheared off. The fractured fragments were not returned for evaluation. Additionally, the altrx neut 32idx50od appeared to have been edge loaded causing eccentric deformation in the rim of the device and ultimately contributing to the failure of the anti-rotation devices (ards). There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence eccentric loading. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. A manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx50od product code: 122132050 lot number: jw1112 and no non-conformances or manufacturing irregularities were identified. The overall complaint was confirmed as the observed condition of the altrx neut 32idx50od would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx50od product code: 122132050 lot number: jw1112 and no non-conformances or manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: altrx neut 32idx50od product code: 122132050 lot number: jw1112 and no non-conformances or manufacturing irregularities were identified. Corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d4 (lot, expiry date), d9, d10 (concomitant), h4. Corrected: d4 (primary UDI number). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.